Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. Further, a review into the depuy mitek complaints system revealed two dissimilar complaints for this serial number in the past. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Rep calling in on customer fms duo ...fluid not flowing properly overflowing not sensing pressure... Replaced tubing and still same issues happened during surgery. Case continued with another pump. No patient harm. Surgery delay 20 minutes.

Manufacturer narrative:
Device was received and evaluated by the service center. Per service manual operational and diagnostic analysis confirmed reported issue, replaced broken irrigation pump roller head and broken right safety cover to correct issue. Performed repair as identified in the investigation to address the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A review of the depuy synthes mitek complaints system revealed one dissimilar complaint for this serialized device. No further corrective or preventative actions are required at this time, and no complaint trends were identified in relation to this serial number device and the reported failure. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Rep calling in on customer fms duo fluid not flowing properly overflowing not sensing pressure replaced tubing and still same issues. Happened during surgery case continued with another pump no patient harm surgery delay 20 minutes.